Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: lot number unknown / not provided. D4: catalog number unknown / not provided. D4: expiration date unknown / not provided. D4: unique device identifier (UDI) unknown / not provided. E1: email address and first/given name unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacture date unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the restorative dentist placed a temporary abutment on the implant at tooth site #10, during which time a piece of the screw fractured. Several attempts were made to remove the fractured the screw but were ultimately unsuccessful. The patient was sent to the customer for implant removal. The procedure was completed with another implant.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 10 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H11: narrative/data was updated. Zimvie received one portion/fragment of the unknown zimmer screw for evaluation. Visual evaluation of the as returned devices identified the fractured screw fragment stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is excessive torque applied - clinician error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.